Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. Programming changes were made. All other lead measurements are in range. Patient is in stable condition and will continue to be monitored.